Event description:
IV infusion of pitocin (30units/500mls with ns) hung at 0345 on pump at 150ml/hr. Noted at 0547 pool of IV fluid on the floor. Pump running noted that pitocin infusion was leaking from first lure lock port distal to portion of tubing that is placed in pump. Once leak was noted, the infusion was stopped. Pitocin and primary IV tubing was disconnected from the pt and removed from the pump/room. New primary tubing and bag of pitocin was hung and stated as ordered.